Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.